Event description:
Arjohuntleigh received a customer complaint where it was reported that the pt, who was hospitalized before for a broken femur in his right leg, during recovery, was being moved from a wheelchair to a toilet using a sara plus lift. At the toilet, he was allegedly "dropped" by the lift and two people operating it. The fixation of the broken femur catastrophically failed resulting in the re-breaking of the bone. The resident had to have a second surgery.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. (B)(4).